Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count had foreign matter the following information was provided by the initial reporter, translated from japanese to english: it was reported that the needles appear to be bent. The surface also appears rough. 2/13/2024 70 samples (lot#3037913 / 7 each, lot#3093366 / 21 each, lot#3037909 / 42 each) were returned. Customer memo : 1. Most needles were not straitly assembled in the needle hub (no markings) 2. Fm on some needles (only 2 samples have a mark on the push tab) 3. Some needle tip was bent or dull (only 2 samples have a mark on the push tab) two samples of lot #3037909 had "dust on the needle" and two others had "deformed needle tip" marks. Although foreign matter was confirmed to be attached to two needles, no deformation of the needle tips was confirmed. Bdj observed needle of 2 samples and confirmed that the needle was not straitly assembled in the needle hub. Row#3 was added for ¿fm¿. Row#4 was added for lot#3037913. Row#5 was added for lot#3093366.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 26-feb-2024 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count had foreign matter the following information was provided by the initial reporter, translated from japanese to english: it was reported that the needles appear to be bent. The surface also appears rough. 2/13/2024 70 samples (lot#3037913 / 7 each, lot#3093366 / 21 each, lot#3037909 / 42 each) were returned. Customer memo : 1. Most needles were not straitly assembled in the needle hub (no markings) 2. Fm on some needles (only 2 samples have a mark on the push tab) 3. Some needle tip was bent or dull (only 2 samples have a mark on the push tab) two samples of lot #3037909 had "dust on the needle" and two others had "deformed needle tip" marks. Although foreign matter was confirmed to be attached to two needles, no deformation of the needle tips was confirmed. Bdj observed needle of 2 samples and confirmed that the needle was not straitly assembled in the needle hub. Row#3 was added for ¿fm¿. Row#4 was added for lot#3037913. Row#5 was added for lot#3093366.